Event description:
It was reported that the patient had a dissection/perforation of the left anterior descending artery that led to cardiac arrest. The patients heart muscle was very weak and could not withstand the occurrence even after the perforation was sealed off with deployment of a 3.0x10 otw graftmaster covered stent and long balloon inflation. It is not known if the long balloon inflation was performed to completely seal the perforation after the graftmaster stent was deployed or as a precautionary measure. The heart muscle could not return and the patient expired. In the patients original procedure the week before, unspecified stents were implanted and occluded which caused the patient to return to the hospital with myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.